Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. The returned reader was investigated with retained test strips. Visual inspection was performed on returned reader and no new issues were observed. Reader did not power on with button depression and test strip or usb cable insertion. Reader was connected to the computer and did not recognize the reader. The returned reader was further de-cased and investigated. Visual inspection has been performed on returned de-cased reader and damage was observed on the strip port ground shield (ground shield was used in detection function of the reader) due to customer¿s misuse. Stm processor was present. The returned battery voltage was measured and replaced with known good battery to attempt power on the reader; however, reader did not power on. Visual inspection was performed on returned reader and reader's pcba (printed circuit board assembly) and liquid contamination was observed on the pcba which corroded the pcba near the usb (universal serial bus) shield port. The capacitor was also corroded due to liquid contamination. Visual inspection was performed and observed damage to strip port, however, this strip port damage was determined not to related to the customer¿s complaint as this damage was consistent with customer¿s misuse. The reader had two other ways to power on as well (button and cable insertion), and this damage would only prevent the reader from turning on via strip insertion. As per the DHR review, manufacturing did not assemble the reader with a damaged strip port. The returned battery voltage was measured and was not within specification range. A known good battery was utilized for measurement. The current draw on the returned reader was within specification for lower end; however, it was not within specification for higher end. Therefore, it was concluded that current draw on the returned reader was not within specification and the cause of this was due to the contaminated components. Further examination was performed on contaminated components, and it was observed that crystalline formations were present on it. This crystalline formation caused by short. Multimeter was utilized to confirm that the components had been shorted and resistance across the component was measured. The stm schematics of fsl reader had been compromised due to liquid contamination and short which ultimately not allowing the reader to powered on. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion. As a result, the customer experienced hyperglycemia. Initially, the customer was able to self-treat with insulin (type and dose unknown), however, the customer also went to a healthcare professional (hcp) where the customer was administered with an unspecified injection to get glucose down for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to test due to the device not powering on with button press or test strip insertion. As a result, the customer experienced hyperglycemia. Initially, the customer was able to self-treat with insulin (type and dose unknown), however, the customer also went to a healthcare professional (hcp) where the customer was administered with an unspecified injection to get glucose down for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.